Event description:
It was reported that resident was in lift with scale. Resident was being transfered from bed to wheel chair when scale detached from lift boom arm causing the resident to fall to the floor, skin tear/laceration to left arm. No other injuries noted. Ims is scheduled to go to facility for eval and repair.